Event description:
The customer reported that her blood glucose was over 400 mg/dl when the pod was removed. Once removed, it was noticed that the needle never deployed. The pod was worn between one to four hours.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to deploy the cannula or to determine any root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria